Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure, it was noted that the tubes were found to be ruptured after the patient's wound was opened due to infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. The complaint sample appeared to have residue throughout. Gross examination of the port body showed multiple puncture access of the port septum. Tool damage was not noted to the cath lock. The distal catheter segment was not returned. No fracture was noted on the received catheter. The investigation is inconclusive for the reported catheter fracture issue as the distal catheter segment was not returned and report issue cannot be verified with available sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure, it was noted that the tubes were found to be ruptured after the patient's wound was opened due to infection. The current status of the patient is unknown.